Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on: (B)(6) 2011, patient presented for CT neck spine, chest , lumbar spine, chest x ray. (B)(6) 2013, the patient had MRI lumbar spine. The patient had chronic low back pain. Impression ; large broad based herniation at l2-3 with greatest mass effect eccentric to the left including some extension . (B)(6) 2013, the patient presented with severe discogenic pain . He underwent following procedure : rt. Lateral extracavitary approach to 2-3,3-4 , transpsoas using neuromonitoring. Per op notes, incision was made between mid portion of l2-3 and l3-4. Surgeon started their focus on l3-4 .the disk was fenestrated cranially. The disk was carefully removed from all the fusion surfaces to susion quality. The prosthesis was then filled with rh-bmp2/acs and placed on blade inserter , tapped across the defect giving excellent restoration of height. Then the attention was headed to l2-3, the interspace was identified . The insertion prosthesis was placed on inserter and filled with rh-bmp2/acs . This was placed carefully in the vertebral space. X ray confirmed perfect positioning. (B)(6) 2013, the patient presented evaluation for hardware removal and decompression and stabilization at l3-4 <(>&<)> l2-3. (B)(6) 2013, the patient presented with pre-op diagnoses: retained hardware; rule out pseudoarthrosis l4-5, l5-s1; chronic l5 radiculopathy ; adjacent segment breakdown at l2-3, l3-4; status post interbody fusion l2-3, l3-4. Per op notes, following procedure was performed: hardware removal , exploration fusion l4-5, l5-s1, transpedicular screws. The hardware was identified and the set screws were removed . The rods were removed. The mixture of putty and harvested local bone graft was placed in a slurry in the laminar gutters from l2-4. This was done after pulse lavage. Another procedure of minimal invasive translaminar instrumentation l2,l3,l4 was carried out. Drill was made at l4, then at l3. The base of the pedicle was identified , drilled up and out with about 30 deg angle up. This was then placed with 25mm screw l2. The rod was then connected from l2,l3,l4 and their locking mechanism initiated after description from manufacturer. During decompressive phase, the bone bank trap harvested a great deal of local bone graft . (B)(6) 2014 <(>&<)> (B)(6) 2014, the patient presented for radiological examination. Impression ; disc protrusion noted at t3-t9. (B)(6) 2014 <(>&<)> (B)(6) 2014 <(>&<)> (B)(6) 2014, the patient presented for evaluation and medicine refill. Patient also underwent general ex amination and pathological examination including cbc , urinalysis , cmp , x ray ( chest ) , hepatitis comprehensive profile.